Event description:
It was reported that six months and nineteen days post port placement, the catheter was ruptured and allegedly reported to be migrated. It was further reported that there was allegedly a bulge at the patient's neck after punching the catheter. And an incision is made to remove the harbor body from the fibrin sheath and the catheter is slowly removed. Reportedly. The patient felt uncomfortable in the neck. The catheter was removed and replaced. Current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six months and nineteen days post a port placement, the catheter was ruptured and allegedly reported to be migrated. It was further reported that there was allegedly a bulge at the patient's neck after punching the catheter. Furthermore, an incision is made to remove the harbor body from the fibrin sheath and the catheter is slowly removed. Additionally, the patient felt uncomfortable in the neck. Reportedly, the catheter was removed and replaced. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two electronic photos were provided for review. The first photo shows the clinician holding the catheter. The second photo shows one power port, one cath-lock and one catheter. A partial compound break was noted on the catheter. Therefore the investigation is confirmed for the reported fracture issue. However, the investigation is inconclusive for the reported migration and fibrin sheath issue as no evidence was obtained from the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.